Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation was unable to confirm the customer reported problem pump will not turn on with adapter as the power adapter produces the correct voltage. The product evaluation also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. The technician was unable to test power supply voltage due to exposed wires on cord. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.70 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the pump will not turn on with the power adapter. During the product evaluation on 04/08/2014, the technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.